Manufacturer narrative:
The srt found that the ccm touch screen panel was damaged. The information was still visible on the display, but the cursor could not be calibrated due to the damage. The srt replaced the touch screen and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) touch screen was found to be damaged, and the cursor could not be calibrated. There was no patient involvement.